Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with a right ventricular lead exhibiting abnormally high impedance. It was noted that the lead impedance had started increasing around (B)(6) of 2018 prior to the implant of the new pacemaker on (B)(6) 2019. Programming changes were made and the patient would continue be monitored. The patient was stable.